Event description:
Upon reassessment of the reported event, the unk assembly was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the unk assembly was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Unk proximal humeral component cat#ni lot#ni, unk distal humeral component cat#ni lot#ni, unk humeral head cat#ni lot#ni, unk intercalary segment cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01811, 0001825034-2020-01812, 0001825034-2020-01813, 0001825034-2020-01814.

Event description:
It was reported that the patient underwent an initial shoulder arthoplasty. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. Attempts have been made and additional information on the reported event is unavailable at this time.